Event description:
Trocar had a leaky seal and did not perform as expected.the surgeon/staff noticed that the trocar was leaking within approximately the 1st half hour of the case. The surgeon noticed the leak because upon insertion and use, he saw the seal move and was pushing the seal back into place to keep the belly inflated. In the past calendar year we have had more than four similar type events. The staff and surgeons are unclear why this type of event occurs. The event did not cause harm to the patient or change the plan of care. The surgeon did request a new trocar be opened for use and the case continued without incident.======================manufacturer response for trocar 5mm, applied medical ctr03 (per site reporter).======================manufacture has filed a report with FDA. Product is not available to send for analysis.